Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information later received reported that the patient had no further concerns with the device or therapy.

Event description:
The patient was seen by her hcp (healthcare professional) for a pump refill the day prior to this report. The patient was able to give herself a bolus at 8pm and then had since been seeing an 8503 (physician bolus in progress) code on her ptm (personal therapy manager). The bolus duration on the print out showed bolus time remaining 16 hours and 42 two minutes. The patient and her husband thought that it should be working by the time of this report. The ptm lockout interval was 4 hours with a dose restriction of 6 per day. After the pump refill, the hcp ¿changed it about 4 times¿. Per the patient, the hcp ¿messed it up¿. The patient stated, ¿he kept wanting to change it¿; ¿he was adjusting it and messing with it¿. When they were walking out the door, the hcp called them back in and told them he had to reset it. He then read it 4 or 5 times and programmed it twice. The patient was unclear about the changes made to the drug in her pump at the refill visit. Per the patient ¿it was at 30% and the hcp upped the percentages on the new ¿. Per the patient¿s husband, the hcp set the pump and then apparently made a mistake and had to go back and fix it. Their previous printout showed dilaudid listed twice with the same dose and concentration. Per the patient¿s husband, it should have been morphine and he wasn¿t sure if the hcp ¿miss keyed something or what¿. Per the old printout, the pump was also delivering fentanyl, bupivacaine, and baclofen. The new printout showed fentanyl, bupivacaine, dilaudid, baclofen and morphine. They had a new order for the next pump refill for fentanyl, morphine, bupivacaine, and baclofen. Patient symptoms, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.